Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bladder treatment, urge inco ntinence, and urinary/bowel dysfunction. It was reported that in the last 2 days they were back to their old symptoms of urgency and not feeling like they were evacuating everything. Patient stated they were having the same symptoms as before the implant. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported that their baseline symptoms returned / lost therapy benefit and reported urinary symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.